Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The customer contact reported that during priming prior to pt use, the tubing set separated from the upper clave y-site at an unspecified bonded site. The tubing set was replaced and the therapy was initiated. There were no reports of any adverse pt effects or any reported delay in critical therapy. No additional info was provided.